Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (compact plus system), is related to case with patient identifier (B)(6) (aviva system).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 108 mg/dl (aviva meter) and 265 mg/dl (compact plus meter). No adverse event reported. Return of the suspect device was requested for evaluation.